Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer would consume carbohydrates as a form of treatment of decreased bg. Reportedly, on multiple occasions customer lost consciousness and the customer's roommates called 911; however, specific dates were not provided. Paramedics provided the customer with glucose liquid by mouth for most occasions or by intravenous to address bg. Reportedly, the customer had "bumps and bruises" from losing consciousness. Recommendation was made to consult with a healthcare provider to discuss diabetes management.